Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation. Heavy dust was found inside the unit, which caused the front panel to not work properly. Based on the results of the legal manufacturer's investigation, the reported issue likely occurred due to dust accumulation inside the device because the equipment was used in a dusty environment without performing proper maintenance. Regarding the maintenance of the subject device, the following is stated in the instruction manual: "remove dust, dirt, and other stains on the surface by wiping with a piece of gauze moistened with 70% ethyl or isopropyl alcohol.". A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the endoscopic image was not displayed.there was no report of patient injury associated with this event.the user facility did not provide other detailed information.